Event description:
Pt reported that the prior treatment was uneventful. Pt denied any problems, pain, or discomfort. Per treatment data from tech support call: (B)(6) 2011 ccpd treatment showed fills 1 to 6 were 1999 ml, drain0: 37 ml, drain 1: 2314, drain2: 1911 ml, drain3: 3315 ml, drain4: 2847 ml, drain5: 4154 ml, drain6: 1066 mo. During ccpd treatment on (B)(6) 2011, per tech support call: drain 0: 3619 ml, fill 1: 2005 ml, drain1: 6370 ml, fill2: 1999 ml, drain2: 2782 ml, fill3: 2008 ml and pt stopped treatment. Pt called tech support due to drain issues but no alarms were reported. The pt stated, he tried to reset the cycler but accidently pressed cancel treatment. Per tech support call, pt stated all the solution had drained out. Tech support assisted pt in resetting the cycler with new supplies. In drain 0, pt drained 6214 ml. Pt stated, he had abdominal pain but felt better after draining. Pt did not go to the hosp. Per kim pd nurse, pt's wife reported, pt was also nauseated and vomited. Pt uses two 5 liter and one 3 liter bag using 1.5% and 2.5% solutions. Six fills with 2000 ml volumes with no last fill or mid day fill. Pt is a diabetic with no blood sugar problems. Pt had slight swelling/edema.

Manufacturer narrative:
Add'l comments: the source of the 6370 ml and 6214 ml drains is unk. The pt could not have been filled with greater than 6 liters from the 5 liter heater bag. MFR complaint file #(B)(4).